Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no additional actions were provided. The physician agreed that if the patient, at some point, does not get relief from the remaining good lead, then they would be discuss options.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-sep-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leads experienced a contact shortage three times. The cause for the shortage was unknown. The health care professional (hcp) wiped of the leads with a clean and dry 4x4 several times and switched the leads from 0-7 to 8-15 a couple of times and then placed them back to how they were originally placed. "Rep image revealed contacts 2 at 35158 ohms, and contacts 4/5 at 40000 ohms. No patient symptoms were reported.

Event description:
Additional information was received from a manufacturing representative (rep) stating they are unsure what caused the high impedances. They noted the patient had a double lung transplant last year and are not sure if that was the cause. Rep reported the issue has not been resolved, but troubleshooting was performed during surgery. Rep stated the reason for the implantable neurostimulator (ins) replacement was due to normal battery depletion. Patient had vanta, but due to her pain she had to increase the intensity causing the vanta to be depleted quicker. Information has been confirmed/provided by physician.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.